Event description:
It was reported that the implantable pulse generator (ipg) was at elective replacement indicator (eri) in less than four years and did not meet expected longevity. It was also reported that the right atrial (ra) lead appeared to be dislodged on fluoroscopy and had high thresholds. The device was explanted and replaced and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator (ipg) (B)(6) 2009; 5076 implantable pacing lead (B)(6) 2004. (B)(4).